Event description:
It was reported that a thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 20mm watchman flx laa closure device was implanted. Routine follow up computed tomography (CT) 64 days post procedure noted a thrombus on the center of the face of the closure device. The patient was discharged home following the CT imaging. The patient was to continue eliquis and aspirin medication and to perform additional transesophageal echocardiography (tee) and CT imaging 3 months later.